Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted of the device. The single use loading unit (sulu) was received fully applied and the interlock was engaged. Microscopic inspection of the knife blade displayed damage. The sulu was reset and loaded with staples from a test sulu and then loaded into the returned stapler. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the knife blade damage condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, while resecting the bowel there was a poor staple formation. The doctor used the stapler with multiple reloads (5-6); the stapler on the last reload did not ¿b¿ the staple. When there was minimal tension put on the area of anastomosis, the two sections pulled apart and tore leading the need for doctor to open more materials to do the re-anastomosis with suture instead of the stapling device. They also tried to use another stapler and the staple set did not deploy at all. This resulted to an extended surgical time. The doctor had to oversew the staple line to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, there was a poor staple formation. The doctor used the stapler with multiple reloads (5-6); the stapler on the last reload did not ¿b¿ the staple. When there was minimal tension put on the area of anastomosis, the two sections pulled apart and tore leading the need for doctor to open more materials to do the re-anastomosis with suture instead of the stapling device. They also tried to use another stapler and the staple set did not deploy at all. This resulted to an extended surgical time. The doctor had to oversew the staple line to complete the case.